Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart. Customer's blood glucose value was 214 mg/dl at the time of the incident. Customer reported that they received motor error. Customer was able to complete rewound the insulin pump. Customer stated they performed displacement test and test was passed. During tests customer said that insulin pump after restart the insulin pump alarmed unexpected restart. The insulin pump will not be returned for analysis.